Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. No further service info was provided.

Event description:
The customer reported that the system displayed an error message. No pt injury was reported.